Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone insulin pump was dead and insulin pump¿s screen got blank. Customer¿s blood glucose was 148mg/dl at time of incident. Customer stated that insulin pump alarmed for insulin flow blocked. Customer performed troubleshoot for blank display but display did not return even after restart. Insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display noted during testing. Unit passed displacement test, active current measurement test, sleep current measurement test, and self test. During visual inspection, electronics stack and force sensor was corroded.